Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested negative with a sars-cov-2 pcr test on (B)(6) 2022. No additional information provided regarding false positive event.